Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before loading a cartridge and delivering a bolus, the customer decided to upload the new pump software. After the upload, a new cartridge was loaded. The blood glucose (bg) level had risen slightly (250 mg/dl). A bolus was delivered to address the bg level.